Event description:
It was observed during the device inspection, that the videoscope had foreign material exiting from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Foreign material was found in the jet channel/auxiliary water channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, corrections to fields b5, d9, and h6 component code, as well as update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. Olympus presumed that most likely the foreign material was possibly not removed since the reprocessing was not conducted properly, due to leakage from the scope connector cover, distal end, and the air/water channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.